Manufacturer narrative:
(B)(4). M52p3v: mfg. Date, 02/25/2015, exp. Date, 01/25/2020. A batch record review was performed and no anomalies were found during the manufacturing process. M52l63: mfg. Date, 02/20/2015, exp. Date, 01/20/2020. A batch record review was performed and no anomalies were found during the manufacturing process the analysis results showed that the two sr75 reload were received. Reload a was received unfired with the swing tab locked. Reload b was received unfired and unlocked; however the right gripping surface was noted to be damaged. The locked swing tab on reload a and the damaged on reload b are consistent with an improper loading of the reload, please refer the IFU for proper loading technique. Reload a was tested for functionality with a test device and it fired, cut and formed the staples as intended. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process the analysis results showed that the two sr75 reload were received. Reload a was received unfired with the swing tab locked. Reload b was received unfired and unlocked; however the right gripping surface was noted to be damaged. The locked swing tab on reload a and the damaged on reload b are consistent with an improper loading of the reload, please refer the IFU for proper loading technique. Reload a was tested for functionality with a test device and it fired, cut and formed the staples as intended.

Event description:
It was reported that prior to an unknown procedure, it would not be fired all the way; it got stuck in the middle of the way. When they replaced it with another, they could cut all the way. There were no adverse consequences for the patient reported.